Event description:
Litigation papers allege: on or about (B)(6) 2007, patient was implanted with a depuy pinnacle hip on her right side. After the surgery, patient began experiencing severe pain, discomfort, and inflammation in her right thigh, buttocks, and groin. There is no mention of revision.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 12/17/15- pfs and medical records received. Pfs reported sharp pains, legs frequently buckle related to lack of support from the hip, significant decreased mobility and range of motion and blood clots. There is no revision surgical report or report of patient being revised. There were no complications reported within the primary surgical report. There is no medical records or reports about the blood clots or cause of blood clots. If and when we receive information regarding the blood clots the complaint and MDR will be updated accordingly. The medical records were "fuzzy" and hard to read. Sticker sheet was almost impossible to read but part number updated, lot unreadable. The complaint was updated on: jan 4, 2016.

Manufacturer narrative:
Additional narrative: (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 2/18/2016: during investigation, the analyst was able to read the lot numbers. Lot numbers are being updated.

Manufacturer narrative:
(B)(4).

Event description:
There were no new allegations reported. Added lawyer and law firm. Doi: (B)(6) 2007 - dor: unk (right side).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.